Manufacturer narrative:
Inratio precision data provided by end-user lot 060004: first test inr = 1.5, second test inr = 2.3. Mean = 1.9; sd = 0.56; %cv = 29%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.5, second test inr = 2.3.